Manufacturer narrative:
Per the user guide: you must also have adequate vision and/or hearing in order to recognize your system alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (value not provided). Customer experienced a seizure and was admitted to the hospital. Contact did not have further information regarding the event. Upon follow up, customer's parent did not believe that the customer could use the pump properly due to vision problems and being autistic. Contact did not provide further information and abruptly ended phone call with tandem technical support.